Manufacturer narrative:
The PMA/510k number was corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system is a demo system; therefore, serial number and UDI are unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. There was impact damage to the coil base of the field generator (emitter). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the demo navigation system came back with a damaged/cracked emitter. There was no patient present when this issue was identified.